Manufacturer narrative:
The performance of the device under complaint was scrutinized. The analysis of the lead demonstrated multiple signs of wear. In particular, in the region of the tricuspid valve, the lead body was rubbed through. This insulation damage can be considered to be the root cause of the clinical observation as mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of mechanical interaction between the lead body and the tricuspid valve. Diagnostic images clarifying this assumption were not available for analysis. Further damages resulted most likely during the explant procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this right ventricular lead exhibited noise along with low out-of-range pacing lead impedance measurements of less than 200 ohms. This rv lead was explanted and out of service. No adverse patient effects were reported.